Event description:
It was reported that balloon rupture and dissection occurred. The patient presented with chest pain. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured and caused a dissection. A 4.00 x 32mm synergy xd stent was implanted to treat the dissection and post dilation was performed using a 4.00 x 15mm nc emerge balloon. There were no further complications reported.

Event description:
It was reported that balloon rupture and dissection occurred. The patient presented with chest pain. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured and caused a dissection. A 4.00 x 32mm synergy xd stent was implanted to treat the dissection and post dilation was performed using a 4.00 x 15mm nc emerge balloon. There were no further complications reported.

Manufacturer narrative:
The nc emerge mr, ous 4.00mm x 12mm was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube shaft. No kinks or damages were noted to the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears in the balloon material. After the pinhole leak was identified, during the attempts to inflate the balloon, a detailed microscopic examination of the balloon material identified no issues with the balloon which could have contributed to the pinhole leak. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damages. During an attempt to inflate the balloon a pinhole leak was identified in the balloon material. The pinhole was located approximately 2 mm proximal from the distal markerband.